Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork and the pump logs were provided. The current pump setting examined at (B)(6) 2017 (last change (B)(6) 2016) showed a reset occurred and the pump was in safe state. The pump was is minimum rate mode. The pump was replaced on (B)(6) 2017 and the existing catheter was used with back table prime. The patient was started on baclofen 2000 mcg/ml at 499.8 mcg/day with the new pump.

Manufacturer narrative:
Analysis of the pump found that there was a low battery reset with an undetermined cause and overinfusion with an undetermined cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reporter did not know what troubleshooting was done related to the low battery resets. The company representative was told the pump was not working when they arrived for the case. The cause of the low battery was not known.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (2000 mcg/ml at minimum rate) via an implanted pump. The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that on (B)(6) 2017 the pump was alarming due to low battery reset. The low battery reset error kept occurring every minute starting on (B)(6) 2017 at 14:28. The pump was replaced the next day. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.